Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation coils of the right ventricular (rv) lead were exhibiting high and undefined impedance and the lead was suspected to have fractured. T-wave oversensing (twos) was also observed. A non-specific procedure was completed where the lead remained in use but a post-procedural interrogation found the lead was still oversensing t-waves. A new lead was implanted the following day. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.